Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's motor speed was below specifications, and the unit was out of calibration. The motor, bearing pack, o-ring, seal, reciprocating arm, hose, hinge throttle gasket, and poppet spring were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this is a loaner device that was found in need of repair for an unknown reason after it was sent for annual pm. Evaluation of the device later found that the motor speed was below specification. No adverse events were reported as a result of this malfunction.